Event description:
It was reported by the rep, that the device was used during a laparoscopic cholecystectomy. The device was being used across the cystic artery, the jaws locked down and would not open. The artery was clipped on each side and the device was pulled off. Part of the artery is still in the locked jaws. Another device (10mm) was used to complete the case. The surgeon was not heard from the patient so does not believe there were any further consequence to the patient.

Manufacturer narrative:
Date sent: 9/30/2009. Information anticipated, but unavailable at this time.